Event description:
The user reported that the switch sparked. Our investigation revealed that the cord had a cut in it near the strain relief which could have exposed the user to bare wire.

Manufacturer narrative:
The user reported that the switch sparked. Our investigation revealed that the cord had a cut in it near the strain relief which could have exposed the user to bare wire. This type of failure is usually the result of excessive bending of the cord. We have initiated a CAPA project ((B)(4)) to remedy this issue.